Manufacturer narrative:
From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient's sample (barcode (B)(6)) was collected on (B)(6) 2021 and resulted as positive on (B)(6) 2021. The patient's sample resulted in a viral CT value of 35.88 which falls in the positive range according to our standard operating procedures (sops). No corrections were made to this test report upon release to the patient. Additionally, it was found that the patient took one curative test preceding the false positive claim (sample reference # (B)(4), appointment confirmed (B)(6) 2021, completed (B)(6) 2021, resulted (B)(6) 2021 as negative) and another curative test after the false positive claim (sample reference # (B)(4), appointment confirmed (B)(6) 2021, completed (B)(6) 2021, resulted (B)(6) 2021 as negative). Testing for patient sample (B)(6) began (B)(6) 2021 7:36 pm est on plate-(B)(4) at position b2. Results for patient sample (B)(6) were reported (B)(6) 2021 11:15 pm est and released to the patient shortly after at (B)(6) 2021 11:46 pm est as positive. Per the clinical lab's investigation, results for patient sample (B)(6) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells on the plate. Plate-(B)(4) contained several empty wells at positions a3, a4, a5, a6, a7, a8, a9, a10, a11, a12, b3, b4, b5, b6, b7, b8, b9, b10, b11, b12, c3, c4, c5, c6, c7, c8, c9, c10, c11, c12, d3, d4, d5, d6, d7, d8, d9, d10, d11, d12, e3, e4, e5, e6, e7, e8, e9, e10, e11, e12, f3, f4, f5, f6, f7, f8, f9, f10, f11, f12, g3, g4, g5, g6, g7, g8, g9, g10, g11, g12, h2, h3, h4, h5, h6, h7, h8, h9, h10, h11, h12 - all of which displayed zero human and viral amplification. Additionally, patient sample (B)(6), located in position b2, was the only reported positive sample on the plate, making the probability of contamination highly unlikely. Plate-(B)(4) was prepared for plating using the hamilton method (sop (B)(4)), manually extracted using filter plate lot number: 600618 and reagent lot numbers tcep lot # mkcm0457, tcep etoh lot # shbn0971, wash lot # 600672, wash etoh lot # shbn0971, elution solution lot # 600271 (sop (B)(4)), and prepared for pcr using the integra method and mastermix from batch 44 (sop pc-002 version 2.1). Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Customer success did not contact the patient due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
On (B)(6) 2021 at 8:47 am customer success received a phone call from a patient with reference numbers (B)(4) who took three pcr tests and one out of the three came back positive. Patient believes that the test that resulted as positive is a false positive result. At 9:13 am on (B)(6) 2021 another customer success agent confirms that the patient is claiming a false positive result. Reference #(B)(4), appointment confirmed (B)(6), completed (B)(6), resulted (B)(6) negative. Reference #(B)(4), appointment confirmed (B)(6), completed (B)(6), resulted (B)(6) positive. Reference #(B)(4), appointment confirmed (B)(6), completed (B)(6), resulted (B)(6) negative. Patient also tested at a local (B)(6) and those results were negative as well. Test site: (B)(6).